Event description:
Allergan coolsculping treatment caused irreversible damage and diagnosis of ph/pah - paroxysmal adipose hyperplasia. This outcome and frequency of occurrence is grossly underestimated and patients are not provided accurate information for informed consent. The outcome causes deformity, requires corrective surgery, and the allergan claim process does not cover expenses for this correction, as originally stated. It is a dangerous procedure causing high frequency of ph/pah and disfigurement/deformity!